Event description:
It was reported to philips that the polygraph wave screen was not displayed on the flexvision monitor on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
A reboot resolved the issue; poor contact suspected. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).